Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that after patient got the batteries replaced, she got an infection which resulted in having her entire system removed and replaced with a new system in (B)(6) 2015. It was indicated that the incision at the top of her head had opened up and it was never healed. The incision did not get infected for two years. She kept it open and clean. The healthcare provider (hcp) kept on trying to close the incision and the incision got infected. Patient stated she got infected all down the leads and to the battery. Patient had to have the whole system removed and had a new one a couple months later. It was indicated that the infection had resolved. Information received from a company representative on (B)(6) 2016 indicated that patient had (B)(6) and diabetes and thus the system was explanted in 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.